Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day, it was reported that the patient was feeling sick, dizzy, lightheaded and couldn't stand up. The cgm was reading 100 mg/dl and the blood glucose reading was 40 mg/dl. The patient called 911. Ems gave the patient sugar when they got in the house and they continue providing sugar in the hospital for 2 days the patient was admitted for 4 days and it took 2 days to get the sugar up. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia.